Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision, asr resurfacing- left, reason(s) for revision: alval / soft tissue reaction; metal ions. Different implant dates on scf and claimsuite. Scf date has been recorded as it's considered more reliable. Update: updated to legal, added kid ref: (B)(4), updated expiry dates on products taken from (B)(6) email (B)(6) 2015 (pd (B)(6) 2015). Update - scf indicates raised metal ion levels. Changed product categorys to abnormal clinical results : metal ions. (B)(6) 2015. Jun 27, 2017: translated legal claim letter received. There were no allegations mentioned in the claim letter nor a product failure mentioned in the statement. Shall there be new information received, this complaint will be updated. Added unknown stem and sleeve due to previously reported raised metal ions. This complaint was updated on jun 28, 2017.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation records received alleging injury and elevated blood cobalt levels. However, the lab results indicate that the levels were below 7. It was also found out that this event was previously reported under (B)(4). Data from the legacy complaint is reopened in this pc and updates are applied accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product. Previous investigations that have included device history reviews since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection. Therefore no DHR (device history record) review for this individual asr component will be carried out at this point in time. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. The investigation to determine root cause was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product. Device history lot : null. Device history batch : null. Device history review : null.

Manufacturer narrative:
Asr revision: asr resurfacing- left, reason(s) for revision: alval / soft tissue reaction; metal ions. Different implant dates on scf and claimsuite. Scf date has been recorded as it's considered more reliable. Update: updated to legal, added (B)(4), updated expiry dates on products taken from (B)(6) email (B)(6) 2015 ((B)(6) 2015). Update - scf indicates raised metal ion levels. Changed product category to abnormal clinical results : metal ions. (B)(6) 2015. On jun 27, 2017: translated legal claim letter received. There were no allegations mentioned in the claim letter nor a product failure mentioned in the statement. Shall there be new information received, this complaint will be updated. Added unknown stem and sleeve due to previously reported raised metal ions. This complaint was updated on jun 28, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
After the review of the additional information received, it has been determined that this product has been reported in error. This report will be rejected.